Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. After consultation with manufacturer's technical support it was determined that the system was no longer able to be utilized to complete the procedure. The procedure was completed by using another laser systems. There was no injury to the pt.